Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s device¿had not worked well at all¿ since implant. They stated that their symptoms might event be worse than prior to implant. The patient noted that before implant, they were able to go to use the restroom and get 10 oz of urine but after implant, the could only get 4 or 6 oz. The healthcare professional (hcp) did reprogramming about a month ago which made their retention even worse. The patient did not make any changes on their own (the hcp did everything). Therapy considerations were reviewed with the patient and they were redirected to the hcp for the issue. There were no further complications reported or anticipated.